Event description:
During 6/21/96 percutaneous endoscopic gastrostomy (peg), approx 1 inch of distal tip of outer sheath of angiocatheter sheared off while in pt's stomach. No adverse pt effect. Procedure completed with another peg kit.